Event description:
It was reported that the air gas module was defective. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The investigation was made based on the received information. The on-site inspection performed by the field service engineer revealed a leakage. According to further inspection, the reported issue was resolved by replacing the o2 gas module. The o2 gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the root cause to the reported leakage was the defective o2 gas module, however no logs were received and the faulty part was discarded by the customer and has not been returned for further investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref: # (B)(4).